Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. No damages were found on the ventilator. Electrical safety test was performed with successful result, and the ventilator was therefore returned to service. According to received information, the wheels of the ventilator were not locked and the ventilator was placed inside the safety line at the time of the event. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment. The gauss safety line was correctly marked on the floor. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that when connected to a patient, the ventilator was pulled into an mr scanner since the two front wheels were unlocked and the ventilator was placed too close. There was no patient harm. (B)(4).